Event description:
During the typical afl rf procedure, there was a procedural delay. The distal tip of the tacticath catheter was not locating properly on ensite, the contact force was incorrect, and there was noise on the workmate claris. The catheter was replaced 4 times with no resolution. The tactisys, all peripheral cables, and the ampere were replaced with no resolution. The amplifier was replaced and the procedure was completed with no adverse consequences to the patient.